Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: light headed, shaky and sweaty. The pt reported unable to test. The meter allegedly would only prompt message error 4 and error 5. The result on their meter was: last noted reading was 256mg/dl in the morning. The result: no comparison. The time difference between pt's meter and: no comparison. Treatment given: no treatment. No further info has been reported.